Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the robotics coordinator (roco) spoke with the staff, who confirmed that the issue with the fenestrated bipolar forceps was that it was not burning. Staff removed the instrument and used a backup to resolve the issue. There was nothing noticeable on it.